Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a lead integrity alert (lia) triggered and the impedance levels on the right ventricular (rv) lead were erratic and there was oversensing/ sensing integrity counter (sic). It was further reported noise was observed when the patient reached forward. Additional information obtained reported there was a set screw issue and the lead was not positioned fully into the header of the implantable cardioverter defibrillator (ICD). A set screw revision was performed and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.